Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for >80 colony forming units (cfus) of enterobacteriaceae spp. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending.once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, the relation between the device and the positive culture test could not be judged. The user did not provide information on the reprocessing steps. On (B)(6) 2024; olympus ordered culture test on the received subject device to the third-party labs which resulted in detection of bacteria (bacterial identification: staphylocoques coagulase negative 36°c, cfu: 2 cfu/endoscope). Further, the user ordered culture test to third party labs on (B)(6) 2024, which resulted in detection of bacteria (bacterial identification: enterobacteries spp, cfu: >80cfu/endoscope). However, the definitive root cause could not be determined, and the device did not meet the specifications, thereby confirming the occurrence of the event. The event can be detected/prevented by following the instructions for use: warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device. Additional information: b5, d9, and h4.